Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 72 mg/dl. Customer addressed bg by drinking a coke. Reportedly, the customer entered an incorrect carbohydrate value when delivering a bolus.